Manufacturer narrative:
Extended investigation is pending at this time. A follow up will be submitted once additional information is obtained. The device manufacturing date does not apply. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An unspecified issue was reported with the adc device in use with an unknown phone with unknown operating system version unknown. Customer was unable to access their freestyle librelink account due to forgetting the password and indicated they did not receive an email to reset their password. As a result, the customer was unable to monitor glucose with sensor readings and experienced symptoms of hypoglycemia, a loss of consciousness, and seizures. The customer had contact with a non-healthcare provider and received unspecified treatment. No further information was provided. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The freestyle librelink complaint was investigated and determined that there were no issues with the librelink application that would have led to the complaint. The customer reported unable to login to their freestyle librelink app due to forgotten password. Attempted to replicate the customer's complaint using similar configurations of samsung galaxy s22 with android 13 and iphone 11 pro with ios 16.6. The user can reset the account password successfully. The reported issue was unable to be replicated and the system functioned as intended. Therefore, this complaint is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An unspecified issue was reported with the adc device in use with an unknown phone with unknown operating system version unknown. Customer was unable to access their freestyle librelink account due to forgetting the password and indicated they did not receive an email to reset their password. As a result, the customer was unable to monitor glucose with sensor readings and experienced symptoms of hypoglycemia, a loss of consciousness, and seizures. The customer had contact with a non-healthcare provider and received unspecified treatment. No further information was provided. There was no report of death or permanent impairment associated with this event.